Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, local infection / subacute chronic osteitis, trauma / accident, bruxism, infection, pain, bleeding ((B)(6) are same patient).